Event description:
It was reported the patient was experiencing ineffective stimulation due to scs lead migration. The patient's lead was explanted and replaced during surgery on (B)(6) 2014, and he is now reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.